Event description:
Reporter alleged discrepant blood glucose values of 298, 174, 178, and 133 mg/dl when all tests were performed back to back on the advantage system. No actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.